Event description:
The facility reported a fail code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hosp rep did not have info regarding whether there have been any reports of any pt incident involving this pump since the last baxter service event.